Event description:
Report received from (B)(6), stating "ad quality of the sleeve. Ultrasound handpiece does not enter a 1.8 incision. No pt impact."

Manufacturer narrative:
The product has been requested for evaluation however it has not yet arrived for evaluation. Sterilization and lot history records were received and no exceptions were found.